Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. The catheter was returned with a guidewire inserted. No signs of blood were observed on the device. An attempt to withdraw the guidewire was made and it was successful. Therefore, a known good guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all tests performed, showing no evidence of the reported anomaly. Additionally, the device was used for persistent atrial fibrillation (af) ablation is considered off label use for the farawave device since the catheter is intended to be used to treat paroxysmal atrial fibrillation (paf). Based on all the available information boston scientific determined that there was no device problem detected.

Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter during procedure to treat a persistent atrial fibrillation (a fib) which is consider off label, presented a guidewire stuck. Catheter was flushed and prepped on sterile back table. Both flush port and guidewire lumen were flushed with ease. J-tip of wire was getting caught upon insertion into guidewire lumen, so sterile scrub tech back-loaded wire into farawave; no resistance observed. Proceeded with farawave insertion into faradrive, guided up to left atrium (la) and performed pvi and posterior wall ablations, which its also considered off label use. After ablations concluded, physician wired the left superior pulmonary vein (lspv) to un-deploy and retract farawave into sheath. Physician verbalized that there was some resistance felt when advancing the wire as well as retracting into the farawave. The farawave was recaptured inside faradrive and removed both ablator and wire out of patient. Physician noticed some small amount of blood aggregate along the distal end of guidewire after removal from sheath that could have been contributing to the resistance felt when advancing/retracting the wire. Procedure successfully completed using original method and/or device. No patient complications occurred. The device was received for analysis.

Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter during procedure to treat a persistent atrial fibrillation (a fib) which is consider off label, presented a guidewire stuck. Catheter was flushed and prepped on sterile back table. Both flush port and guidewire lumen were flushed with ease. J-tip of wire was getting caught upon insertion into guidewire lumen, so sterile scrub tech back-loaded wire into farawave; no resistance observed. Proceeded with farawave insertion into faradrive, guided up to left atrium (la) and performed pvi and posterior wall ablations, which its also considered off label use. After ablations concluded, physician wired the left superior pulmonary vein (lspv) to un-deploy and retract farawave into sheath. Physician verbalized that there was some resistance felt when advancing the wire as well as retracting into the farawave. The farawave was recaptured inside faradrive and removed both ablator and wire out of patient. Physician noticed some small amount of blood aggregate along the distal end of guidewire after removal from sheath that could have been contributing to the resistance felt when advancing/retracting the wire. Procedure successfully completed using original method and/or device. No patient complications occurred. The device was received for analysis and investigation is still in progress.